Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed that the right atrial lead had dislodged causing intermittent loss of capture on the atrial (ra) lead. During the revision the helix would not retract or extent and the physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedural damage. Electrical testing did not find any indication of conductor fracture or internal shorts.